Manufacturer narrative:
Date of death: used the first day of the month of aware date, as death date was not provided. Date of event: used the first day of the month of aware date, as event date was not provided. Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6).

Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the mid left anterior descending (lad) artery with 95% stenosis and was 34 mm long and a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.75 mm x 38mm synergy stent system. Following post dilation was performed with 0% residual stenosis. Six days later, the subject was discharged on aspirin and ticagrelor. On an unknown date and month of 2021, the subject died. No action was taken to treat the event and the cause of death is unknown. No further information is available at this point of time.